Event description:
Medtronic ICD medical device - 154awg - on recall - causing problems sprint stent leads. Unk recalls, fields corrections, and not approve by FDA in the united states. Guidant medical device has executed an enforcement report on dec 2, 2009 on this very device - (B) (4). Medical documents needed to be obtained is medical evidence of approval from FDA or (B) (4); need a copy of operation performed on (B) (6) 2009 for device. Pt's right was in violation of medicines given, after refusal and explanation - remeo, robitussin - codeine, sertarline, heparin, insulant, and many others; medtronic virtuoso dr, d154awg, dual chamber implantable cardioverter defibrillator with atrial and ventricular therapies. This device is indicated to provide ventricular antitachycardia pacing and ventricular defibrillation for automated treatment of life-threatening ventricular arrhythmias in pts with (B) (6) functional class ii/iii heart failure. In addition, the device is indicated for use in the above pts with atrial tachyarrhythmias, or those pts who are at significant risk of developing atrial tachyarrhythmias. (B) (4)